Manufacturer narrative:
H11: h3 (device eval by manufacturer) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A photo was provided for evaluation. The photo review is underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that another incident involving a lidocaine vial that shattered into pieces when a physician attempted to break it open to begin a procedure. No adverse events or injuries have been reported, physicians have expressed concern about the potential for harm.

Event description:
It was reported that a lidocaine vial that shattered into pieces when a physician attempted to break it open to begin a procedure. No adverse events or injuries have been reported, physicians have expressed concern about the potential for harm.

Manufacturer narrative:
H11: one photo sample was received by our quality team for investigation. Upon visual inspection, the photo showed a broken lidocaine vial top, vent plug, and syringe cap in a tray. The vial top appeared to be shattered; however, the cause of the damage could not be determined, and the remaining portion of the vial was not available for analysis. A review of the internal manufacturing device records and raw material history files for the reported lot number rekp1675 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A supplier notification was sent to the supplier. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), g1: manufacturing location, b5 (describe event or problem), d3: medical device manufacturer. Initial MDR MFR report, site legal name (FDA) reported, carefusion 2200, inc. - mannford, ok / 74044; site registration number (FDA) 1625685. Correct site legal name (FDA) is, vernon hills; site registration number (FDA) 1423507. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.